Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported deployment failure could not be reproduced. Potential contributing factors that could have led or contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Furthermore, the IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit."

Event description:
It was reported that during a stenting procedure for treatment of a stenosis in the right external iliac artery via access through the left common femoral artery, the vascular stent could not be deployed by using the trigger mechanism. Another stent from the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007.

Event description:
It was reported that during a stenting procedure for treatment of a stenosis in the right external iliac artery via access through the left common femoral artery, the vascular stent could not be deployed by using the trigger mechanism. Another stent from the same brand was used to complete the procedure successfully. There was no reported patient injury.